Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath while contrast dye was being injected during an av fistula procedure. The physician confirmed that there was no impact to the patient and the procedure completed successfully

Manufacturer narrative:
Results - based on evaluation of user facility information & the returned sample; based on quality record and reserve sample evaluation. Conclusions: is evaluated of user facility information & the returned sample; is based on quality record and reserve sample evaluation. Visual examination of the returned sample confirmed that the side-tube had separated from the introducer sheath housing, although, there was evidence of proper assembly and bonding to the housing. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. Inspection and testing of these retention samples confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the event description and returned sample appearance are consistent with over-pressurization of the tubing during injection of the contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings / precautions section of the instructions for use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.